Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medication grey-out while rn tried to pull the medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that one medication unavailable on all medstation. The field service engineer (fse) assisted the pharmacy team with the reported issue and confirmed it was related to a formulary it problem. The hospital resolved the internal issue, and pharmacy verified that the medication is now available on all stations. The system functioned as intended after the hospital it resolved the issue.